Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see all associated reports: 0001822565-2018-03933, 0001822565-2018-03940, 0001822565-2018-03941, 0001822565-2018-03942, 0001822565-2018-03943, 0001822565-2018-03944, 0001822565-2018-03945, 0001822565-2018-03946, 0001822565-2018-03947.

Event description:
It was reported during the incoming inspection of the product at the distributorship, a foreign substance was found in the package and a crease was noted in the sealing area. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported during the incoming inspection of the product at the distributorship, a crease was noted in the sealing area. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Evaluation of the eight (8) returned products confirmed the presence of crease and/or fold in the seal of the pouches. Device history record was reviewed and no discrepancies were found. A manufacturing deficiency was considered as the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.